Event description:
Additional information received reported the implanting physician decided to leave the introducer guide tip. It was not explanted. The lead was placed on the right side on (B)(6) 2014. It was noted the patient went on to the full implant on (B)(6) 2014 because they had a 50% improvement of the baseline symptoms during the trial that started on (B)(6) 2014. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a trial done for interstim. The stimulation was tested and the physician decided to implant the lead on the left side in the s3 foramen because of the patient¿s excellent response to stimulation. The lead was put into the introducer sheath, but when the physician took the introducer sheath out of the patient, they still saw the radio opaque marker of the introducer sheath tip in the fluoroscopy image. The physician then confirmed the tip was missing from the introducer sheath. It was stated the physician removed the lead without damage to it and made a ¿little¿ cut to recover the tip from the patient¿s body. After several tries, the physician desisted to avoid hurting the patient. The broken tip was left inside the patient body. It was indicated the physician tried to use the ¿left side of the patient on s3¿ to place the lead, but there was no response to the stimulation. It was unclear if the reporter meant the right side as the left side was tested initially. The surgery was cancelled and postponed until (B)(6) 2014. It was noted the patient would plan to recover the missing tip at the next surgery and get a good lead placement. The outcome noted was that the patient got a bigger scar and they would not be able to try the therapy for their fecal incontinence until the new surgery. Additional information has been requested, a follow up report will be sent if additional information is received.